Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for a follow up. Interrogation showed the patient's right atrial (ra) lead had episodes of under-sensing, low impedance and over-sensing noise leading to inappropriate automatic mode switching. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.